Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 24 infusion set cannula bent on (B)(6) 2024 after 3 or more hour of insertion. Infusion set has been used for 1.5 days. Insertion site was abdomen and arm. Regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was high. Therefore, patient was treated with correction via bolus and patient was taken to emergency room. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR 1890652- MDR 3003442380-2024-08736- device 1 of 24.